Event description:
It was reported that the right atrial (ra) lead connected to this pacemaker triggered an alert for high out of range pace impedances. As a result of the impedances the lead configuration was changed from bipolar to unipolar sensing. Subsequently noise oversensing was observed. The noise and high impedances were reproducible with isometrics and serial lead impedance testing. Sensitivity was changed which mitigated the oversensing. The health care professional (hcp) was planning on programming the lead configuration to bipolar sensing and unipolar pacing. No adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Additional information was reported, indicating that there was also a rise in right ventricular (rv) lead impedance. The rv lead is from another manufacturer. The impedance has jumped from about 1460 ohms and has since resumed back to about 700 ohms. Thresholds remain stable and the health care professional (hcp) was going program a split configuration for the rv, with pace unipolar and sense bipolar. No symptoms have been reported at this time. The product remains in service. If additional information is received, this report will be updated.